Event description:
Pt was having outpatient studies done. She caught her leg on wheelchair and sustained a skin tear which was cleaned and bandaged. She was later seen in ER and treated for erythemia and cellulitis. When the calf rest is raised on this particular brand of wheelchair, there are screws (!) That are pointed, but not a real sharp point. This is about the level where the skin tear was on the pt.